Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous vessel. A 28 x 2.5mm taxus liberte stent delivery system (sds) was advanced but did not cross. The device was removed and stent damage was noted. The procedure was completed with a different device. There were no patient complications and the patient status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).